Event description:
Information received regarding the explanted device notes that when the patient returned home from a radiation treat- ment, he fell and was taken to the hospital where x-ray showed a lead fracture. Capture and sensing anomalies were also noted.